Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Advised lift will not fully lower with or without weight and making a squeaking noise.